Event description:
The pt reported to an emergency room on july 15th, with a four day history of redness of the eye, and had not sought any medical treatment prior. He was examined by dr and was admitted for a peripheral abcess and loss of visual acuity. A culture of the pt's eye grew pseudomonas aeruginosa. The pt was hospitalized for 12 days, and recovered. Pt's visual acuity is now 6/10 for far vision and p4 for near vision. He has a scar remaining, and his dr will re-evaluate the pt at a later date to make a decision on a corneal surgery.